Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient with a third degree atrioventricular block presented to the hospital on (B)(6) 2021 for review, where their pacemaker was found in backup vvi mode. Upon interrogation on (B)(6) 2021, the pacemaker could not be recovered from backup vvi mode. The physician replaced the device after suspecting battery depletion. The patient was stable throughout.